Event description:
Went to spike flush bag with equashield spike adaptor (lot 2423035a). Spike loose and came out immediately. Found different spike from alternate lot and had no issues. Management and pharmacy notified.